Event description:
It was reported that during the during the implant procedure on (B)(6) 2014, the physician had difficulty inserting the leads into the extensions. The physician was eventually able to get the leads inserted, but high impedances were measured on several contacts. It was noted that impedances were measured when the leads were connected to the implantable neurostimulator (ins). The leads and extensions were explanted and replaced at a later (unknown) date. Due to the increased procedure time at the initial implant, the patient experienced low blood pressure and slow heart rate that required medical assistance to treat and were resolved. No issues occurred during the replacement procedure. Sweating (diaphoresis) and less than (B)(6) therapy relief were also reported. The cause of the event was unknown. The patient status at the time of report was alive with no injury and the patient was receiving effective stimulation following replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37081, serial# unknown, implanted: (B)(6) 2014, product type: extension. Product ID: 3875-45, serial# unknown, product type: screening device. (B)(4).